Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2023 to address the issue. Ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Correction: section b5; it was reported that the patient never lost therapy before replacement of the battery

Event description:
It was reported that the patient never lost therapy before replacement.